Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an attempted implant, the lead would not stick to the myocardium, possibly related to patient anatomy. A different lead was used instead. No patient complications have been reported as a result of this event.